Event description:
It was reported that the left ventricular (lv) lead had intermittent loss of capture. Electrocardiogram showed atrial tracking with intact ventricular contractions and inconsistent cardiac resynchronization therapy. The amplitude was increased and the lead remains in use. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).